Manufacturer narrative:
¿Date of event¿ is estimated. Patient declined to disclose patient¿s weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01052. It was reported that the ipg could not be set to MRI mode. Diagnostic testing revealed high impedance on one lead. Surgery occurred to explant and replace the leads to address the issue. It is unknown which lead is related to the issue so both leads are being reported.